Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was 50 mg/dl, compared to the sensor glucose reading of 83 mg/dl. The customer stated that he drank juice to treat. He was assisted with setting the low prediction time limit to 10 instead of 20 in order to receive the alarm sooner. He declined troubleshooting for the low blood glucose levels, stating that he was not using the insulin pump for insulin treatment because, he was still learning to use the device. He advised that he was only using the device for blood glucose control for the time being. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.